Event description:
A (B)(6) female pt's home health nurse contacted zoll customer support while assisting the pt to report that the pt's monitor would not completely power on. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not completely power on) is still under investigation. As rec'd, the monitor reset. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt rec'd a replacement monitor.